Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high blood glucose. It was stated that the customer has been in a wheelchair for about a week. High blood glucose value was over 400 mg/dl; customer experienced vomiting. It was stated that the customer also experienced some low blood glucose levels. Customer's spouse needed assistance on checking the active insulin status screen; customer would also contact the doctor to check it. Last blood glucose value was 137 mg/dl. Customer was not abe to troubleshoot at the time. Nothing further reported.